Manufacturer narrative:
Initial and final MDR 1913442 - MDR 3003442380- 2024 - 14641 - device 3 of 4. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the four infusion set was fell off during use. No further information available.